Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. Customer's blood glucose level was 208 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the damaged occurred to the reservoir lip ring. Customer stated that the reservoir was not able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Device was received with broken battery tube threads and cracked case along the side of the battery tube. The reservoir was able to lock into place.